Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. There was an issue with the faradrive sheath once introduced the body, it was unable to aspirate back and the issue was with the valve. There was physical damage to the valve. A new faradrive sheath was used to complete the procedure. No patient complications were reported. The device was disposed of and not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary. With all the available information, boston scientific is unable to confirm cause of the reported clinical observation of loss of aspiration and damage. It was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review. A risk review was completed using faradrive hazard analysis and confirmed that the event of loss of aspiration and damaged/defective were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion. Boston scientific has assigned an investigation conclusions code of cause not established and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. There was an issue with the faradrive sheath once introduced the body, it was unable to aspirate back and the issue was with the valve. There was physical damage to the valve. A new faradrive sheath was used to complete the procedure. No patient complications were reported. The device was disposed of and not expected to be returned.